Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had water leak from the tubing. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via other source. Identified three ofp-2 units at the location and advised verifying if the pump head had been replaced within the last 12 months and ensuring that the water container cap is securely fastened, the customer informed tac of the event. The device will not be returned to olympus for evaluation. This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection; however, the reported failure was confirmed on call by the technical support. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.